Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, clip delivery system: cds (x2) the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. Device analysis did not confirm the reported steerable guiding catheter (scg) leak. During analysis no air bubbles were observed during insertion of the clip delivery system (cds). The sgc functioned as intended. There was no evidence of a product deficiency. Potential causes for sgc leak/air include, but are not limited to, manufacturing anomalies, user technique or procedural conditions. As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection including verification for presence of silicone, to verify product quality. In this case it was confirmed that the sgc was properly prepared and de-aired per the instructions for use. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the evaluation of the returned device, there does not appear to be any evidence of a product quality deficiency associated with the sgc.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was deployed without issue and the mr grade was reduced to 2. It was then decided to use a second clip delivery system (cds 10219415/(B)(4)) for further reduction of the mr. The cds was inserted and advanced without resistance. During alignment of the second clip in the left atrium (la), it was not possible to invert the clip. The clip could only be opened to 120 degrees, and be closed; therefore, the cds was removed. It was confirmed that the sleeve of the cds was not deflected more than 90 degrees, but the m knob was slightly turned. Troubleshooting maneuvers were performed per the instructions for use (IFU), but were not successful; therefore, the cds was removed according to the IFU. The new cds (10256205/(B)(4)) and the steerable guiding catheter (sgc 10260575/(B)(4)) were properly prepared and de-aired per the IFU. The cds was inserted into the sgc, but air bubbles were observed in the sgc at the hemostatic valve/flush port. The air was aspirated and another attempt was made to insert the cds, but air bubbles were noticed again in the sgc hemostatic valve. The procedure was aborted and the mr was reduced to 2 with the deployment of one clip. There were no adverse patient effects and no clinically significant delay in the procedure. No further treatment is planned. No additional information was provided.